Event description:
Medtronic received information that this abdominal u-clip did not completely separate from the release mechanism while the surgeon was deploying the clip. The surgeon indicated that he removed as much of the clip release mechanism as he could, and then over sewed the u-clip with conventional sutures. The u-clip and the release mechanism remain in the pt. It was reported that there were no adverse pt effects.

Manufacturer narrative:
Analysis: as the clip remains implanted, analysis cannot be conducted to determine root cause for the reported event. However, the remaining unused clips from the same lot were returned, and analysis was performed. Testing demonstrates no difference in the force-to-release measurements when compared to a control lot. Force-to-release is the amount of force required to release the clip from the release mechanism. Testing also showed no manufacturing defects that would have contributed to the clinical event, as reported. The evidence suggests that the difficulties experienced were the result of improper technique used to deploy the clip. The instructions for use (IFU) provides both written and illustrated directions for proper deployment of the u-clip. Conclusion: operational context contributed to the event. The product remains implanted, with no reported complication to the pt. Multiple attempts to obtain pt specific information have been unsuccessful.